Manufacturer narrative:
Investigation revealed that there was no system malfunction. The case logs indicated that the misplacement of the implants was likely due to excessive deflection forces on the end effector or skiving while using instruments in the end effector. The case logs showed numerous warnings stating that excessive deflection force was detected while navigating instruments on trajectory. Excessive deflection force on the end effector may cause the instrument to skive depending on the technique of the user. Skiving can lead to the misplacement of screws. The severity observed did not exceed the anticipated severity. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue was traced to user technique.

Event description:
It was reported that while using the excelsius gps system, the case was aborted and screws were then placed by hand during surgery.